Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that within four weeks post implant that the right atrial (ra) lead had dislodged. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.